Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump was returned with the keypad peeling at the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the contrast button had intermittent unresponsiveness. The remaining keypad buttons had normal response. The keypad cover was removed and revealed contamination under the contacts of the ok, down arrow and contrast buttons.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow, down arrow and ok keypad buttons were slow to respond to button presses and required multiple button presses in order to elicit a response. The patient reported scrolling issues and stated that the cursor was moving in different areas without having pressed any keypad buttons. The issue reportedly started to occur a week ago. The patient reportedly did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.